Event description:
When I went to bed the night, my eye was irritated. I took out my contacts and though nothing more about it. In the morning it was very sore and I could not wear my contacts. The next day the pain was terrible. I could not open my eye or allow light to hit it. I went in to work but had to leave. It was too painful. I went to the eye dr who diagnosed me with an infection, an ulcer, and a tear in my eye. I have been doctoring for this since with many trips to the eye dr. I have just heard about the complete moisture plus solution recall. This is the product I used. After my research, it looked like I was to report to this agency. Dose or amount: in contact case, frequency: daily, route: ophthalmic. Dates of use: 2006 - 2007. Diagnosis or reason for use: contact solution.